Event description:
It was reported that the 8800 system locked up when the tech tried to move it. It was also noted that the system intermittently has a delay in taking x-rays, when requested. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure reloaded software configuration and calibration files. The system was tested and found to be working as intended and placed back into service.